Event description:
Information was received from a patient (con) via a manufacturing representative (rep) regarding an external device to an implantable pump infusing unknown drug. It was reported that the patient was giving a bolus. The bolus got to 90% and then errors out with a service code 338. The caller had closed all application and tried again, the results were the same. The caller had restarted handset and tried again, and received a message that said boluses were disabled. Informed the caller that our patient services team was no longer available today (B)(6) 2026 since the call came in after hours. Advised them to call back in the morning to continue troubleshooting. Provided hours of operation and contact for neuro patient services team. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.